Manufacturer narrative:
Integra has completed their internal investigation on 21 jul 2016. The product was not returned for evaluation. The DHR review was completed for cusa excel console serial number (B)(4) ---- date of manufacture: nov-2009. No non-conformance reports were raised during the manufacturing process for this console. Rate of occurrence: during the time period ¿jun 2015 to jun 2016¿, the global product usage for cusa excel console was calculated as 109,677 usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. One tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (B)(4) (occasional) of procedures. This percentage is below the expected rate of occurrence scored in the cusa excel mdha rev 9; p1 occurrence of probable. Conclusion: since the product was not returned for evaluation, a root cause cannot be determined.

Event description:
This is the first of two reports (same patient, same hospital, same product problem, different product ID's). Linked to mfg report: 3006697299-2016-00141. A report was received that on (B)(6) 2016 the cusaexcel2 was being used along with the c2602 handpiece during a craniotomy for tumor removal case and when tested, the amplitude rose to 100% and then stalled. It was changed to c2600 handpiece and when tested, the amplitude rose to 100% rather immediately again and then it dropped to 70% and then stalled down to 10%. It was then stuck until the foot pedal was released and pressed again. At that point, the team pressed the foot pedal again and the tip would drop to 0% amplitude and stay stalled until foot pedal cycled and repeat failure. A different cusa console and handpiece were borrowed from another hospital for emergent usage to finish the case. The ils sales representative arrived at the same time as other cusa and was able to repeat the failure seen with both handpieces but not with loaner console. The patient was anesthetized and there was no report of patient injury or death alleged, however there was delay in surgery of 30 minutes to 1 hour due to the incident. Additional information is expected.